Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for "low leak co2 rebreathing risk" had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the error "low leak co2 rebreathing risk" had occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed to use a .25 test adapter, the internal exhalation port was clear, and the air inlet filter was clean. The customer requested the part number of the part to resolve the issue. The rse advised the replacement of the flow sensor assembly and gas delivery system (gds) to resolve the issue. The rse provided the part number of both the flow sensor assembly and gds to order and replace. Investigation ongoing.